Manufacturer narrative:
Sulfation is a non-reversible process which typically occurs to batteries that are left in a discharged state for an extended length of time - whether due to a lack of use, down-time for service or due to a charging system malfunction. The console batteries were replaced. After replacing the batteries, the css console successfully passed the console test validation protocol. This failure mode poses a low risk to the patient because it did not negate the ability of the css console to perform its life-sustaining functions. Batteries are a redundant system on the css console. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. This MDR was inadvertently not filed within the 30 day requirement.

Event description:
The customer reported that as he was conducting a battery check on the css console, the battery light on the alarm panel turned red. The patient was switched to a backup driver without impact. The css console was evaluated on site. The reported issue relating to the illumination of the red battery light indicator is associated with console batteries that can no longer hold a charge. Previous failure investigations concerning this failure mode have determined that the root cause was sulfation of the battery cells.